Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of an unexpected restart and battery out limit from the insulin pump. The customer's blood glucose level was 223 mg/dl. The husband stated that the pump was eating up batteries and it gave an unexpected restart alarm. The husband stated that his wife's battery only lasted one day. The customer was advised to clear the alarm with the escape and act button. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was advised that a battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised to monitor the pump and call back if the issues recur. The customer will be sent a replacement battery cap.